Manufacturer narrative:
Literature citation: bhagat a, gier c, diggs p, et al. Delayed embolization of watchman flx closure device in an asymptomatic patient. J am coll cardiol. 2023 mar, 81 (8_supplement) 4003. Https://doi.org/10.1016/s0735-1097(23)04447-9 b3: date of event - estimated as the date of event is unknown. However, since the date of the follow up appointment was 35 days post procedure, the event date was estimated as 35 days post estimated implant date. D6a: implant date - estimated as the date of implant is unknown. D6b: explant date - estimated as the date of explant is unknown. However, since the date of the follow up appointment was 35 days post procedure, the explant date was estimated as 35 days post estimated implant date.

Event description:
It was reported via journal article that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At the routine follow-up appointment 35 days post procedure, the patient's internal loop recorder showed no arrhythmia. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee); however, showed an embolization of the closure device to the mitral valve and left ventricular outflow tract. The patient underwent urgent surgical device retrieval with simultaneous laa ligation. The closure device appeared intact upon explant.